Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. Opening of the pod did not allow the formed needle to retract into the pod. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were observed on the formed needle and slide retract indicating that the formed needle was incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment, preventing the formed needle from retracting after deployment. Inspection of the formed needle found it to be bent. As the formed needle was exposed, it could not be determined when this damage occurred. The bends in the formed needle did not prevent fluid from flowing through the complete fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 4 and 24 hours.